Manufacturer narrative:
(B)(4). Date of initial report: 02/01/2017 the return of the units has been requested. To date they have not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that the serial numbers were released meeting all specifications as manufactured.

Event description:
The customer reported that a patient died during a dissection artery aneurysm rupture procedure. Two (2) forcefx8c electrosurgical units were in use during the procedure. According to the report, the patient lost 3,000 to 4,000 ml of blood and died due to the significant blood loss. The customer reported that after the procedure a burn was noted on the patient. A first degree, non-pad site burn occurred underneath the patient and was reportedly due to the presence of significant liquid (blood and water) on the patient. The power for the two esus was set to 30 watts. Two polyhesive return pads were also in use below the waist. The customer provided additional information on the surgery: the patient was set in supine position with the chest cut through the right sternum, clavicle to groin to allow application of the heart/lung machine. The other devices in use were non-covidien products. The covidien devices performed as expected and were not implicated in the patient death, only the 1st degree non-pad site burn.